Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) indicated a measurement of 3.02 volts during pre-implant testing. The device had not been interrogated via radio frequency telemetry (rf) previously. The device was not implanted. A boston scientific technical services representative (ts) advised that this device was not included in any product advisories.